Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening linear on radius. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.